Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm rupture, component migration of endoprosthesis and endoleak.(B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (pxt231412/(B)(4), pxc121400/(B)(4), and pxc181000/(B)(4)). The patient tolerated the procedure. Later follow-up studies revealed that aneurysm had decreased in size. On an unknown date, a thoraco-abdominal aortic aneurysm was revealed from the descending thoracic aorta to the celiac artery. On (B)(6) 2017, the patient underwent endovascular repair of the thoraco-abdominal aortic aneurysm using conformable gore® tag® thoracic endoprosthesis. The physician inserted a 22-fr gore® dryseal sheath with hydrophilic coating from the right side and deployed the endoprosthesis successfully. Upon retrieval of the introducer sheath, the patient¿s blood pressure dropped. A computed tomography angiography (cta) was run, revealing an aneurysm rupture around the aortic bifurcation. The physician elected to insert a balloon catheter from the left side to occlude blood flow to the ruptured site and coil-embolized the right internal iliac artery. Additionally, the physician performed coil-embolization of the aneurysm sac and implanted a contralateral leg component and a bare-metal stent for distal extension to the right external iliac artery. Final angiography did not reveal endoleaks, and the patient tolerated the procedure. It was reported by the physician that as the follow-up studies post initial implant procedure revealed the decrease in aneurysm sac diameter, it would be unlikely that an endoleak had persisted after the initial implant procedure. When the 22-fr introducer sheath was advanced from the right side, it might have pushed the existing endoprosthesis, causing a distal type I endoleak and aneurysm rupture. It was also reported that diameter of the right common iliac artery was approximately 17mm, and that of the right external iliac artery was approximately 9mm. There appeared mild calcification around the bifurcation of the right iliac arteries.